Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to customer's blood glucose level. Customer indicated that cartridge and infusion set had been in use for three days and would be changed.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.